Event description:
Rptr was diagnosed with fibromyalgia 8/88 5 months after the implant was removed. Her condition has worsened. She is now in pain most of the time, with little hope for remission. She believes that the condition is a result of the implant.